Event description:
The plaintiff was implanted with "the transvaginal sling product" on (B)(6), 2007 to treat her stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff "has suffered severe and permanent bodily injuries, significant mental and physical pain and suffering." It was also alleged that the plaintiff has undergone "operations to locate and remove the product, operations to attempt to repair pelvic organ prolapse, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia," and other damages.

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.